Manufacturer narrative:
Once the investigation has been completed any additional information will be reported in a supplemental report.

Event description:
It was reported that patient presented with pain and swelling. Patient also had a bone cyst in the talus. Surgeon exchange the poly.

Manufacturer narrative:
The evaluation revealed the deformed and damaged sliding core to be the primary product. No deviations were found during review of the manufacturing and inspection documents (DHR). The sliding core returned was documented as faultless prior to distribution. A review of the raw material certificate indicates that the sliding core material was within specification. The explanted sliding core was transferred to an external lab. The visual inspection revealed that the sliding core was deformed in that way that the rectangle form was no longer given. The deformation was caused by axial pressure postoperatively. Furthermore one edge of the sliding core was found completely abraded. The case was evaluated by a hcp. According to him the ankle joint was instable so that a varus misalignment of both metal implants occurred. Due to the misalignment the polyethylene was loaded not consistently and got deformed and abraded: ¿[¿] considering these findings, ie: varus ankle tilt, compression of the poly medially with loss of the medial corner of the poly, and the ankle instability appear to be the genesis of the problem [¿] the deformity at the corner of the poly has developed secondary to the varus mal-alignment [¿] because no manufacturer related issues were found during the evaluation the case is attributed to an ankle instability caused by patient conditions (patient related). Revisions, instabilities and misalignment are listed as adverse effects in the IFU. Review of complaint history, CAPA databases and risk analysis did not identify any discrepancies. There are no open actions in place related to the reported event for the subject product(s). No non-conformity was identified.

Event description:
It was reported that patient presented with pain and swelling. Patient also had a bone cyst in the talus. Surgeon exchange the poly.